Event description:
Updated summary: based on the latest information reported to medtronic minimed, the customer also lost consciousness.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in sections b5 and h6 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of connection between their compatible mobile device and pump, along with a high blood glucose (bg) reading 350mg/dl. The event involved product(s) mmt-1884,mmt-431ag,mmt-6102,78893-01,mmt-342g. The customer had administered a correction bolus using the insulin pump. There was no sensor updating code in the alarm history. The customer declined further troubleshooting and confirmed that the pump is working fine after inserting a new battery. No product replacement or return is required for the pump. No medical attention, loss of consciousness, or seizures were reported in connection with the sensor issue. No further patient complications were reported. Mmt-1884,mmt-431ag,mmt-6102,78893-01,mmt-342g were not expected to return.